Manufacturer narrative:
On 23-nov-2021, bwi received additional information regarding the event. The proximal white hemostasis valve came apart. By the looks of it is the valve just got pushed forward did not break into sections. The hemostatic valve/brim cap/hub got pushed into the sheath. The sheath had just been placed in the patient when dilator was removed and then bleed back occurred from the proximal in the sheath where the valve should have been. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5 cc. No medical intervention was required to stop the bleeding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was resistance with the sheath and the hemostatic valve separated. It was reported by the caller that the "valve" of the vizigo sheath was "tight" when they were prepping with the dilator. The catheter had resistance when going into the vizigo sheath and the "valve dislodged." The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. Device evaluation details: according to pictures provided by the customer, the hemostatic valve appears dislodged in the hub. Visual analysis of the returned sample revealed some bents on the vessel dilator and the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The od vessel dilator was measured, and it was within specifications. A device history record was performed for the finished device 50000017 lot number, and no internal actions related to the complaint were found during the review. Additional investigation was initiated to address the root cause for the resistance to sheath issues.,it was reported by the caller that the "valve" of the vizigo sheath was "tight" when they were prepping with the dilator. The caller stated the catheter had resistance when going into the vizigo sheath and the "valve dislodged." The vizigo sheath was replaced and the issue was resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was resistance with the sheath and the hemostatic valve separated. It was reported by the caller that the "valve" of the vizigo sheath was "tight" when they were prepping with the dilator. The catheter had resistance when going into the vizigo sheath and the "valve dislodged." The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).